Event description:
Dealer states the left side motor keeps "catching" as it drives and the motor cable gets hot. No injury reported, dealer states chair is indoors all the time, he said it looks like brand new. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.